Event description:
(B)(4). It was reported that during a stenting treatment procedure, stent damage occurred. In (B)(6) 2013 - the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad) with 60% stenosis and was 33 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 32/38 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged following day on dual antiplatelet therapy. It was further noted, post-procedure angiography, revealed stent deformation. The stent deformation was compatible with description of offset and most likely caused by percutaneous transluminal coronary angioplasty (ptca) of diagonal branch through stent struts.

Manufacturer narrative:
(B)(6). Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)